Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow button was intermittently nonresponsive and the button must be pressed multiple times to get it to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: the rubber keypad was intact but the keypad symbols were found to be worn. The contrast and up buttons were intermittently unresponsive and the down and ok buttons responded appropriately. There was contamination found under the up, down and contrast buttons. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.